Event description:
Patient states that the insulin is flowing from the infusion set tubing even though pump is not activated during priming. Patient had to go through 3 different infusion sets from involved lot number before the malfunction was solved. Malfunction occurred prior to use. Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4)

Manufacturer narrative:
Evaluation summary: four used devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test a p-cap connector vent test were performed. On 2 samples, the membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Furthermore three samples failed flow testing of the tubing. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200956. No relevant deviations during manufacturing were recorded.